Event description:
The product was returned as an implant failure because of failure in osseointegration due to bone condition and infection. Based on the report, the patient had poor oral hygiene and moderate bone condition. A traditional 2 stage surgery was done. The fixture was placed in tooth location #29. No bone augmentation material was used. The patient had a medical history of bruxism, tobacco use and drug. The doctor indicated that the device was not received damaged or defective, such that it would not perform as intended. The patient outcome was reported as recovered, no complications.

Manufacturer narrative:
Conclusions: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about ninety-five percent. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.